Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they are having a problem with their ins. Patient said they are trying to work with the "new one" which is computerized and having a lot of problems with it. Patient stated they have problems with bowel retention and urine retention. Patient mentioned they have been working with a company representative at a doctor's office and bring their stimulator with them when they go , but now they have a problem because they are not connecting and the charger is not working. Patient also said they have many wires and it is very confusing. Caller stated that they did not have a doctor that seems to know much about the device. Agent sent the caller a mailed copy of physician listings. Agent offered the caller assistance to the caller with making adjustments to the device. Agent was able to walk the caller through the steps of connecting to device and adjusting to a comfortable level. Caller stated that they would monitor symptoms and make adjustments as needed.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.